Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (under 40 mg/dl) and elevated blood glucose levels in the 500's (mg/dl). The customer believed that along with stress, the pump settings needing adjustment was the cause of bgs. Juice was consumed and insulin delivery was suspended to treat low bg level. Additionally, a bolus was delivered to address elevated bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.